Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that during training by the customer, the device displayed a "defib fault 76" message. Complaint indicated that there was no pt involvement in the reported malfunction.